Manufacturer narrative:
Olympus (B)(4) personnel followed up with the user facility to obtain more info regarding the report and was informed that the washing tube had been improperly reprocessed for the last eight months. There was no pt infections or cross contaminations reported. No devices were returned to olympus for eval. Based on the info provided, the user facility was not following the recommended reprocessing instructions. An olympus rep reviewed the reprocessing instructions with the user facility staff and provided them info on how to properly reprocess the subject device. Based upon the info provided, this appears to be a case of user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the washing tube per the recommended reprocessing instructions. The washing tube was said to be used to manually feed water via syringe during procedures, and the users had not been changing the washing tube between pts. In some cases the users have utilized the same washing tube the whole day. Additionally, the washing tube was said to be reprocessed in a steris 1 automatic endoscope reprocessor (aer) by being laid in the basin. There were no reports of infection or cross contamination.